Event description:
It was reported that on (B)(6) 2023, the flow meter ball on the patient¿s invacare platinum 10l home oxygen concentrator dropped from 9 lpm to 5 lpm and the patient desaturated to 76% spo2. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2023, the flow meter ball on the patient¿s invacare platinum 10l home oxygen concentrator dropped from 9 lpm to 5 lpm and the patient desaturated to 76% spo2. The patient is a 77-year-old male with a medical history of pulmonary fibrosis, copd, pneumoconiosis due to asbestos and other mineral fibers, obstructive sleep apnea, and deviated septum as reported by the patient. At the time of the reported event, the patient was removed from the life2000, placed on his regular nasal cannula at 9 lpm, and the patient¿s spo2 recovered to baseline of 93-95%. Additionally, the flow rate on the oxygen concentrator corrected after disconnecting the life2000. The patient did not seek medical attention and no alarms or kinked tubing were noted at the time of the event. The patient has used the life2000 since that time without any further desaturation events. On (B)(6) 2023, the respiratory trainer performed a home visit to evaluate the equipment and the trainer observed the ball on the flow meter drop from 9 lpm to 8 lpm while connected to the life2000. The patient¿s spo2 was 97% at rest when this occurred. The patient was advised to hold use of the life2000 until the equipment was exchanged and to have the dme company review the oxygen concentrator for any required maintenance. The patient was also advised to consult his prescribing provider if the issue persisted after exchange of the equipment. A follow-up visit by the trainer was performed on (B)(6) 2023. The patient¿s dme company had been out to the home to perform maintenance on the home oxygen concentrator and no issues were found per the patient. The trainer exchanged the life2000 ventilator, combo hose, and nasal interface and the flow meter ball was observed to drop from 9 lpm to 7.5-8 lpm. The patient was maintaining an spo2 of 97% at rest with mid-activity level. The trainer had not trialed the patient on the life2000 with activity. The hillrom respiratory clinician advised to use the life2000 only with rest and consult the patient¿s prescribing provider if the patient desaturates with activity. On (B)(6) 2023, the hillrom respiratory clinician followed up with the patient¿s caregiver who reported they were continuing to observe the ball drop on the oxygen concentrator by approximately ¾ liter. The patient was doing well with use of the life2000 at rest approximately 1-2 hours per day with no issues or decrease in spo2. The breathe technologies life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask) and assist/control mode of ventilation. The device instructions for use (IFU) states always have an alternate means of ventilation or oxygen therapy available. Hillrom received the life2000 ventilator for inspection. The ventilator was set up in an extended range configuration using a known good combo hose, patient circuit, and compressor. Using an everflo respironics 5 liter oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. No error message, alarms, or malfunctions were identified; the ventilator functioned as intended. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and the patient recovered at home by switching to the already prescribed oxygen therapy. The event was not life threatening and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur in this case. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level (9 lpm to 5 lpm), as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.